Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This device was successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Manufacturer narrative:
This event is no longer reportable as additional information was received indicating that this device did not exhibited any product malfunction and it was explanted prophylactically.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This device was successfully replaced. No additional adverse patient effects were reported. This product was returned and is pending analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. This device was successfully replaced. No additional adverse patient effects were reported. This product was returned.